Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery. An attempt was made to cross a 2.8 x 26 mm graftmaster covered stent; however, the device failed to cross the lesion due to the anatomy. The patient was then transferred to the intensive care unit and had a computed tomography (CT) scan which determined the perforation had self-sealed. The patient fully recovered. No additional information was provided.